Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a right unruptured cavernous (cav) aneurysm measuring 11mm x 6mm. During the procedure, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. It was eventually released and implanted in the patient successfully. It was reported that the patient expired on (B)(6) 2012 due to a massive stroke.